Manufacturer narrative:
Complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
The customer reported 4 patient samples that generated an initial positive result when run on the realtime sars-cov-2 assay, but which repeated as negative. The initial run was performed on (B)(6) 2021, and the results were positive on the realtime sars-cov-2 assay. A second sample for each patient was collected and processed on (B)(6) 2021, and the results were negative. The field service assay specialist (fsa) downloaded the logs. After reviewing the files, the fsa concluded the runs were valid, as assay controls and internal controls in each sample were within assay specifications. Both results were reported to the patients. The samples processed on (B)(6) 2021 were collected that same day. Samples processed on (B)(6) 2021 were collected a day before ((B)(6) 2021). The sample type was nasopharyngeal swabbing, and the transport medium was viral transport medium, ad-bio (avántika). The customer confirmed there was no impact to any of the patient´s health. Patients were tested because they needed to travel abroad for business purposes. After seeing the positive result, on (B)(6) 2021, they went to another laboratory for testing. All their results were negative. At the time, the customer couldn't provide more information about the methodology used on (B)(6). On (B)(6) 2021, the customer retested the samples at a third laboratory. There was no agreement between positive samples processed with abbott on (B)(6) 2021 and the third laboratory. There was agreement between negative samples processed with abbott on (B)(6) 2021 and the third laboratory, except for one sample that was invalidated and could not be used for comparison. Considering these results, the customer now is alleging samples taken and processed on (B)(6) 2021 are false positives. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the results logs for the questioned runs were reviewed. The runs were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The attached multi-component files were reviewed. The samples reported as positive crossed the threshold before the cutoff. The max ratio also crossed the threshold. Therefore, the samples were called positive. The samples reported as negative did not cross the threshold and there were no signs of amplification. Therefore, the samples were called negative. There was no noise observed in the runs. The attachment was also reviewed. This attachment pertains to the on-going troubleshooting at the site related to the intermittent contamination. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 512727 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 512727 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 512727. The CAPA review was performed to identify any records that were potentially related to the reported complaint for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 512727 and its components and did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Complaint history review: the lot specific complaint history review was performed for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 512727 did not identify any additional complaints related to the reported issue for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 512727. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 512727 was not identified.